Event description:
Twenty one months after the index procedure, in-stent restenosis was found, but it was not treated.

Manufacturer narrative:
As reported by the study, the patient presented to the cardiac catheterization unit and five-vessel disease was found. Pre-procedure medications included isosorbide mononitrate 40mg/day, aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, warfarin potassium 6.0mg/day and nicorandil 15mg/day. Intra-procedure medications included heparin 13000 units and nitroglycerin 0.45mg.day. Elective precutaneous coronary intervention (pci) was first performed on a 92% de novo lesion in the proximal left anterior descending artery (lad) of 20.11mm in length in a 2.67mm vessel diameter. The (type c) eccentric lesion was highly calcified, diffused and bifurcated. Pre-dilation was conducted with a 2.0x30mm balloon at 16 atmospheres (atm) before deploying two overlapping 3.0x18mm cypher stents at 16 atm. Residual diameter stenosis measured 10%. Post-dilation was not conducted. Pci was performed next on an 85.6% de novo lesion in the mid lad of 16.59mm in length in a 2.61mm vessel diameter. The (type a) eccentric lesion was also described as discrete. Pre-dilation was conducted with a 2.0x30mm balloon at 18 atm before deploying a 3.0x23mm cypher stent at 14 atm. Post-dilation was not conducted. Residual diameter stenosis measured 2.2%. Timi flow were recorded pre and post-procedure for both vessels treated. Ivus was also conducted. Post-procedure medications included isosorbide mononitrate 40mg/day (for six months), aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, warfarin potassium 6.0mg/day (for four days) and nicorandil 15mg/day. Seven months later, there was in-stent-restenosis of an express2 bare metal stent (bms). This 90% stenosed lesion was diffused and concentric. Pre-dilation was conducted with a 3.5x15mm balloon at 10 atm before deploying a 3.5x23mm cypher stent at 20 atm. Post-dilation was not conducted. Residual diameter stenosis measured 0%. Intra-procedure medications included heparin 10000 units and nitroglycerin 0.3mg/day. One week later, a lesion in the proximal left circumflex, obtuse marginal and the distal left circumflex was treated. The patient did not have any symptoms. This de novo lesion was focal, bifurcated and eccentric. To treat 50-75% stenosed lesion in the proximal left circumflex, pre-dilation was conducted with a 3.5x20mm balloon at 14 atm before deploying a 3.5x23mm cypher at 16 atm. Residual diameter stenosis measured 0%. To treat the distal left circumflex with 75-90% stenosis present, pre-dilation was conducted with a 3.5x13mm balloon before deploying a 3.5x23mm cypher at 16atm. Post-dilation was not conducted. Residual diameter stenosis measured 0%. Post-procedure medication included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, nicorandil 15mg/day (approximately three weeks after the procedure). Seven months later, coronary angiography was conducted (cag) and focal in-stent 99% restenosis was found in the cypher stent implanted at the distal left circumflex and a de novo lesion was seen in the obtuse marginal. The patient did not have any symptoms. A multilink vision bms was deployed at 18 atm and post-dilation was conducted with a 4.0x15mm balloon at 20 atm. To treat the bifurcated 90% de novo lesion in the obtuse marginal, poba was conducted with a 2.25x20mm balloon at 12 atm. The residual diameter stenosis measured 50%. Eight months later, coronary angiography was conducted and restenosis was found in the obtuse marginal, the distal circumflex, and the proximal to mid lad. To treat the 90% restenosis in the obtuse marginal, poba was conducted with a 2.5x12mm balloon at 12 atm. Intra-procedure medications included heparin 10000 units and nitroglycerin 0.45mg/day. To treat the distal circumflex, with 99% focal in-stent restenosis present in both stents (cypher and bms), a 4.0x10mm cutting balloon was used. Residual diameter stenosis measured 0%. The 75% restenosis at the proximal end of the proximal lad and 90% restenosis at the mid-section of the mid lad were not treated because of the patient's age. The physician also commented that the events were due to the patient's age and diabetes. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day. Please note that this product is not distributed in the united states, but it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of five products that were reported under the following manufacturing numbers 9616099-2007-00101, 9616099-2007-00102, 9616099-2007-00103 and 9616099-2007-00095.